Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have bent grip tips. A visual inspection revealed that the upper grip tip was misaligned from its original position. The offset at the tips was approximately 1.23mm, and the grips were found not to be cracked. The offset of the grip tip is likely to cause the dislodged molded insulator. There was no damage to the main tube, snake wrist, or housing. Each input disk was manually articulated, and no issues were found. The release buttons were functional. Additionally, the instrument was found to have a cracked molded insulator on the jaw. Upon visual inspection, the upper molded insulator was found to have a crack that measured approximately 1.6mm from the grip tips. The cracked upper molded insulator is likely caused by the misaligned grip tips. Additionally, the instrument was found to have mechanical indentations. A visual inspection was performed, and mechanical indentations were observed on the lower grip tips. The instrument was found to have thermal damage on the molded insulator. During visual inspection, black and brown substances were observed on the upper molded insulator, indicating material degradation due to current leakage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was broken and was not aligning up. No known impact or patient consequence was reported.